Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while the patient was in the hospital there were two incidents where their heart rate went up to 120 beats per minute on hospital monitor and then came back down. Upon interrogation, no issues were observed. The following day another field representative checked the patient again and noted they could reproduce heart rate increase to 120 with arm movements. It was noted that the patient was connected to the hospital monitor during testing. Since the minute ventilation was programmed on, the field representative turned it off and programmed to the accelerometer on. Once minute ventilation was programmed off, they were unable to reproduce the rate excursions. No adverse patient effects were reported and the pacemaker remains in service.